Event description:
A patient had a hysteroscopic d & c and endometrial ablation. The novasure device did not close correctly. The physician was able to twist the device and remove without injury to patient. The device wanted to remain in fanned out position.